Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had experienced electromagnetic interference. Attempts to determine the source of the interference were unsuccessful. The ipg remains in use. No patient complications have been reported as a result of this event.